Manufacturer narrative:
This is a similar device report. A similar device of the mentioned device int this report was marketed in the us. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results there is CAPA is not necessary.

Event description:
It was reported that there was an issue with np1012r - pin f/2-pin transm.fixati.d3.2mm wl70mm. According to the complaint description, the pin broke during surgery. A doctor used a 2-pin element in navigation. The procedure was to fix the two pins to the bone by freehand, and then attach and fix the guide. The tibial pin (part number above) was inserted freehand as before. It was a little out of parallel. But, it was fixed as it was and the surgery proceeded without any problem. Finally, the doctor checked the alignment, and when he pulled out the pin, the pin broke and remained in the bone. After the surgery, the doctor checked the photos to see if any debris remained, and there was no problem. An additional medical intervention was necessary for removal. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4).